Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented in the hospital after receiving a shock. The patient had atrial fibrillation with rapid ventricular response, for which atp therapy was delivered. The rhythm accelerated to vf, and hv therapy was delivered, which brought the patient back to sinus rhythm. The device was reprogrammed.